Event description:
The pocc reports back to back results on a pt of 61 mg/dl on the inform compared to 36 mg/dl from the lab. No report of an adverse event. Controls were run and in range. Return requested and replacement was sent.